Event description:
It was reported that the patient remotely via merlin.net. Upon review of transmission, it was found that implantable cardioverter defibrillator (ICD) had delivered an anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) episode and was not able to convert the rhythm successfully. The non-sustained vt episode was terminated on itself. No intervention was performed. Patient condition was stable and would be followed up.

Event description:
It was reported that the patient remotely via merlin.net. Upon review of transmission, it was found that implantable cardioverter defibrillator (ICD) had failed to delivery therapy for a ventricular tachycardia episode. No intervention was performed. Patient condition was stable and would be followed up.